Event description:
It was reported that this right ventricular (rv) lead has exhibited noise. This rv lead is not a boston scientific product, and the cause of the rv lead noise is unknown, this rv lead remains in-service. No patient symptoms or adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).